Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboards were not recognizing multiple keys. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard keys were failed. A field service engineer completed keyboard tests in hardware test application, and no fault was reproduced. Customer restored station and confirmed keyboard operation. The system functioned as intended after the field service engineer tested the device.